Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. The pocket was debrided and irrigated with copious amount of antibiotic solution. A new ICD system was implanted several days later. No further patient complications have been reported as a result of this event.